Event description:
A user reported by phone that during a surgery 'brain biopsy', at the time of the registration the robot displayed an 'error message signaling a shutdown'. The robot shut down and restarted. Obligation for the surgeon to re-set up patient information: this situation has occurred twice. This situation causes an impact for the patient by a longer anesthesia duration, a longer procedure

Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. A full analysis of the data logs has been performed and permitted to conclude that the arm connection failed due to a memory allocation issue that prevented its complete initialization. Consequently, the software asked to restart the application or shut down the computer. In order to solve the issue, the user had to shut down and reboot the computer. This issue was already addressed through the continuous improvement process of our products.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# : (B)(4).

Event description:
A user reported by phone that during a surgery 'brain biopsy', at the time of the reacylation the robot displayed an 'error message signaling a shutdown'. The robot went out and relaunched itself. Obligation for the surgeon to re-set up patient information: this situation has occurred twice. This situation causes an impact for the patient by a longer anesthesia duration, a longer procedure.